Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a skin irritation that was described as "red with pustules". The patient was given a prescription from his physician. Follow-up indicated that the irritation was healing.